Manufacturer narrative:
Additional information was received on november 3, 2023. Summary of the additional information provided: ¿patient was not diagnosed with breast cancer. There were no further test results, and nothing sent to pathology¿. No further information was provided at the time of this review. Clinical code under field h6 has been updated to "deformity/ disfigurement" accordingly. On november 10, 2023, the mentor failure analysis lab received the device for evaluation. On november 14, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth uhp 320cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: left deformity and underwent biopsy this supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast cancer. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old female patient underwent primary breast augmentation with mentor smooth uhp 320cc on both sides and experienced breast implant rupture on her right side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. Per the additional information provided, the patient's "previous breast symptoms" include a breast biopsy of the left-sided breast biopsy. Per the document, the "tumor has a clip on it". In addition, "breast cancer" is checked off as "yes, lots". The patient underwent bilateral replacement surgery with catalog number 3505320bc; lot/serial number 9701570-007 on the left side, and with atalog number 3505320bc; lot/serial number 9662865-037 on the right side on october 18, 2023. No further information was provided at the time of this review. This medwatch report is for the patient¿s left-sided device.